Manufacturer narrative:
Batch review performed on 22 may 2020: lot 182110: (B)(4) items manufactured and released on 08-jun-2018. Expiration date: 2023-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Lot 170793: (B)(4) items manufactured and released on 03-jul-2017. Expiration date: 2022-06-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Lot 167800: (B)(4) items manufactured and released on 09-jan-2017. Expiration date: 2021-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The surgeon revised the moto knee to a sphere knee and resurfaced the patella 8 months after primary. The reason for the revision was the patient came in reporting pain and the cause of pain is unknown. The revision surgery was successfully completed.